Event description:
It was reported that while walking the patient, the cs300 intra-aortic balloon pump (iabp) battery goes dead within 10 minutes. The end-user saw a low battery alarm and took the patient back to the room and swapped with another balloon pump because they wanted one with longer battery run time. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that the unit passed all functional and safety tests after replacing batteries.